Manufacturer narrative:
No strips left to return.

Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 109 mg/dl. He retested using another meter and received a reading of 69 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips, so no product will be returned. A replacement meter and test strips were sent to the customer.